Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said their first ins was replaced in 2023. Patient said the ins had come loose from its morings and floated close to the skin so they decided to replace the ins at that point. Patient said when they recharged, their back would get flaming hot and when they did x-rays, they noticed the ins was poking out of their skin. Patient said this was discovered shortly before ins was replaced. Patient said they were now going through all their stuff and they have multiples of equipment from their old ins. Patient said they have 2 controllers, 2 recharging "belts" and 3 ac power supplies. Patient asked what to do with the other equipment and asked if they could use both controllers. Agent reviewed only one controller could be paired to an implant at a time. Agent reviewed options for the equipment from their old ins. Patient said they would just keep it in case they lose their current controller in the future. Agent documented information given during the call.